Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the needle of the device allegedly stuck on tissue and failed to obtain samples. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. During visual evaluation, the sample appeared clean and the device was returned in initial position, as the arrow could not be seen in the ready window. Upon functional testing, the device was able to be fully primed with no issues and the arrow was visible in the ready window. The device was functionally tested by cocking and firing the device 20 times into an apple for a total of 20 tests. The device was able to prime and fire properly. All samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to obtain samples, as the device was able to obtain samples with no issues. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2022), g3, h6(method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the needle of the device allegedly stuck on tissue and failed to obtain samples. There was no reported patient injury.